Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(4) study. It was reported that patient underwent left total hip arthroplasty on (B)(6) 2005. During post operative monitoring and testing, patient reported limp, leg length discrepancy, bursitis and tenderness. These findings were found due to follow up testing. There has been no reported revision procedure to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was not reported in the initial medwatch.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in (B)(6). It was reported that patient underwent left total hip arthroplasty on (B)(6) 2005. During post operative monitoring and testing, patient reported pain, limp, leg length discrepancy, bursitis and tenderness. These findings were discovered due to follow-up testing. There has been no reported revision procedure to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "postoperative bone fracture and pain." "Undesirable shortening of limb."